Event description:
Pt had pain pump implanted in 2004. Pt started experiencing problems in 2007. Pt started having severe nausea and has been continually for the last 2 years. Pt is not receiving the pain relief that the pump initially provided. Physician tried alternate medications in pump with no success. Pt was hospitalized for 4 days in 2009. Bladder and kidneys stopped. Pt has done research that provides that nausea is a symptom of motion failure of pump. Also, that there is a level one recall of pump. Customer was never notified of recall by MFR. Physician refuses to replace pump. Pt was told that the pump could stop at any time causing him to go into shock. Pt has been on medical leave from work for 4 months. Pt has lost 40 lbs in 3 wks, can't keep food down. Physician and pt are frustrated.